Manufacturer narrative:
Product ID: 3550-39, lot# n341391, implanted: (B)(6) 2013, product type: accessory. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that since implant the patient had been struggling "forever" to charge. Crps (complex regional pain syndrome) had moved "over to right leg and probably swelling going on." She had laminectomy with paddle lead and there was still a lot of pain in where the bone was taken out of her spine. She could only get 2 coupling bars light up at the most, and "of course crying" and having to recharge every 4 days, it was "frustrating crap out of her." It was stated that with her other ins (implantable neurostimulator) that had been removed it was used for left leg and could go 3 weeks without charging. At the time of the report she had a lot more pain and the new ins working both legs and it was requiring a lot more from the battery. It was stated that manufacturer representatives / team had explained it wonderfully and they were amazing. Additional information received reported that the patient still had concerns with her device and had an appointment on (B)(6) 2013 to address them. It was reported that the recharger device ¿did not sound alarm signal when completely charged¿ and it was clarified that ¿no, it¿s not turned off!¿ it was noted that her previous recharger did this as well ¿after 1 year of use¿. It was stated that the full battery signal displayed but there was no sound. Additional information reported the patient¿s implantable neurostimulator (ins) was explanted and replaced due to ¿battery depletion.¿ it was noted the patient experienced ¿poor analgesia¿ as a symptom associated with the event. It was reported the patient also underwent spine surgery. Further information has been requested; if received, a supplemental report will be filed.

Event description:
Additional information was received from the patient on (B)(6) 2017. It was reported that since implant the patient could not get good coupling while recharging and the ins was moving around in the pocket. No symptoms were reported. Adhesive discs were requested and ordered for the patient. The caller was redirected to the doctor to discuss the ins moving around the pocket. Additional information from the patient on (B)(6) 2017 reported that they misspoke in the previous report; they stated that the implantable neurostimulator (ins) didn¿t really move around, it was just positioned differently compared to their other ins. In an attempt to resolve the poor coupling, the patient was given adhesive discs that provided some help but the issues did not completely resolve. It was noted that the patient had to move the recharging belt around a lot to get good coupling. It was reviewed that the patient should try charging 20 minutes at a time, but the patient preferred to get the entire system charged and it took a while. There were no further complications reported or anticipated.

Manufacturer narrative:
(B)(4).